Event description:
Reported that the analyzer associated incorrect patient demographics with a sample result. Mismatched results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.